Event description:
Same case as MFR's report #6000093-2006-00848. It was reported that 348 days after implantation of a 2.75 x 32mm and a 3.00032 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal and mid left anterior descending (lad) artery. A pre-intervention stenosis of 75% was reported for the mid and proximal lad. A 2.75 x 32 mm taxus stent was deployed in the mid lad and a 3.00 x 32 mm taxus stent was deployed in the proximal lad. Both stented regions were reported to have a post-intervention stenosis of 0%. No info was reported concerning vessel tortuosity or calcification. The pt received heparin and integrilin during the procedure. No info was reported concerning pt complications. The pt presented 348 days after the initial procedure with a 90% in-stent restenosis in the proximal and mid lda. A 3.0 x 28 mm taxus stent was deployed in the proximal lad and a 2.5 x 20 mm taxus stent was deployed in the mid lad. A post-intervention stenosis of 0% and "post timi flow 3: complete and brisk flow/complete perfusion" was reported for both lesions. No info was reported concerning pt complications.